Event description:
A patient¿s incisions site for their evoke spinal cord stimulation (scs) system did not heal appropriately and became infected. The patient was seen by an infectious disease physician. The patient¿s scs system was explanted.

Manufacturer narrative:
The devices were discarded and are not available for analysis. Infection that may require hospitalisation with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instruction for use (IFU). The reason for the wound not closing and the cause of the infection cannot be determined. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.